Event description:
It was reported that patient experienced inadequate stimulation for pain control due to high impedances on the lead. The patient underwent a lead explant procedure where the lead was removed and replaced. It was then discovered that the lead tip with one electrode was broken apart from the lead and inside the patients body. The small part of the lead was located by x ray and removed. Postoperatively the patient is doing well with the new stimulation.

Manufacturer narrative:
The allegation of inadequate stimulation and high impedances has been confirmed. The returned lead was analyzed and visual inspection of the proximal end of the lead revealed the spacer between contact 8 and the retention sleeve was crushed by the ipg setscrew. -this suggests that the lead was not fully inserted in the ipg header. When contacts are not properly aligned in the ipg header, it causes high impedance readings and becomes a source of the stimulation anomaly. The IFU states to ensure that the lead is fully inserted before tightening the set screw to prevent lead damage. Additionally, the proximal array is fractured and contacts 1-2 were not returned. Cables are exposed at the damaged portion of the lead. Damage to contacts 1 and 2 most likely occurred during the explant procedure. - it is unlikely for the proximal array to be fractured while it is implanted because it is inserted and protected within the ipg header. It has been concluded that the probable cause of inadequate stimulation is due to unintended use error caused or contributed to event.

Event description:
It was reported that patient experienced inadequate stimulation for pain control due to high impedances on the lead. The patient underwent a lead explant procedure where the lead was removed and replaced. It was then discovered that the lead tip with one electrode was broken apart from the lead and inside the patients body. The small part of the lead was located by x ray and removed. Postoperatively the patient is doing well with the new stimulation.